Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to fully charge their ins. The recharger would only read up to 30%, even when they had been charging with "excellent" feedback for hours. It was noted the ins would rarely charge any small percent past 30. Meanwhile, the clinician programmer would show 5-10 lower percentage charge for the ins when connected. The healthcare provider (hcp) had sat down with the patient to ensure there was no human error in connecting and recharging the devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the ins charging issue was not determined. The hcp performed a factory reset of the ins, and multiple devices were used to secure the charger in place. The charging efficiency has appeared to increase and the ins showed improved charging capacity. The patient previously stated that it would take several hours to charge the ins to 30%, but now within 20-30 minutes they are able to charge over 30%. The patient is also able to charge to about 80%. To date, they have not achieved 100% charge since implant in november. There have been instances of slight variability between the ins charge displayed on the clinician programmer and the ptm, but this is typically only a 1-3% difference. No further actions have been taken at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Implant date received.